Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no clinical signs symptoms or conditions, disconnection, obstruction of flow. There is no information on patient involvement and patient impact.

Manufacturer narrative:
New information became available to carefusion and clarified the issue involved a tubing issue and not an alaris pump. A separate report was already submitted under MFR report # 9616066-2020-20148. There was no allegation of pump malfunction and please disregard MFR report # that was inadvertently submitted for the alaris pump.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, disconnection was not determined. The reported issue that there was the pump issue, disconnection could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving no clinical signs symptoms or conditions, disconnection, obstruction of flow. There is no information on patient involvement and patient impact.